Event description:
It was reported that the ar-3638 anchor was stuck to the inserter when it was removed.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint allegation cannot be confirmed without the device for evaluation. The device was not received for evaluation, and no photos of the failure were provided. Per the event description, the most likely cause(s) for the reported failure can be attributed to user error, improper bone preparation, misaligned insertion. According to dfu-0054 at revision 5. G. Precautions. 6. Suturetak and fibertak suture anchors only: anchors loaded on flexible drivers: the drill guide tip must remain in contact with the bone surface during the drilling and implant impaction steps of the procedure. Failure to do so may result in difficulty seating the implant to its intended depth. Avoid excessive impaction during anchor insertion as this could lead to inserter damage and/or breakage. If insertion resistance is encountered, do not impact harder. Replace the implant and repeat the drilling/insertion process. The method of bone preparation employed during the procedure and the bone quality encountered were not provided.